Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -07.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reporters excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. The cause of the event was reported as "other" and noted "scar in the sulcus area"; the device did not fail to perform as intended. The problem was resolved.